Event description:
Please be advised that this complaint was previously reported under complaint (B)(4), medwatch number 1226348-2012-00086 and it is not considered late. Complaint (B)(4) reopened due to device return. Due to the old etq shutdown, the complaint (B)(4) could not be re-opened but a new complaint was created. Six months ago, the catheter detached from the pump. So the patient underwent a new operation in order to have the catheter replaced. (The pump was implanted in (B)(6) 2010). After the replacement, the patient has been complaining that s/he doesn't take any advantage nor benefits from the pump. In order to identify the cause, a fluoroscopy exam was carried out, but no detachment catheter-pump or catheter spinal catheter was identified. Also during the refill, after the second operation, no anomalies were noticed: the liquid extracted corresponded to the liquid expected to be. At the same time, during the refill, there was a correspondence between the liquid refilled and the level indicated by the fill-level sensor. Last (B)(6), the patient heard the alarm of the pump, so when s/he went in hospital, the staff identified that the reservoir was empty and the pump required a new refill as actually reported on the pump itself. Anyway, from the last report maintained by the hospital, the refill should have been done by (B)(6). The pump was refilled. Please note all data were sent to (B)(4) by our sales rep (B)(4), additional information explained after (B)(6) pump has been monitored daily. Pump seemed deliver 2 ¿ 2,5 ml/day, an overflow higher than scheduled infusion program, but patient didn¿t get any advantage by drug therapy. (Probably due to all previous catheter¿s problem). On (B)(6), pump was refilled, and on (B)(6) pump was stopped, with a 16.10 ml baclofen reservoir. Infusion is fully stopped, and remaining volume is monitored. Value is still around 16.10 ml. Anyway we suggested to empty the pump. Please note in late 2011, a bridge bolus had been performed after a refill procedure.

Manufacturer narrative:
Please be advised that this complaint was originally reported under complaint cod (B)(4), medwatch number 1226348-2012-00086 and it is not considered late. The complaint was reopened to complete the evaluation of the returned device. Upon completion of the investigation, it was noted that the transaction logs of the pump (B)(4) from (B)(6) 2010 to the (B)(6) 2012 were analyzed. There are discrepancies observed between the volume that apparently went out of the pump reservoir (fill level sensor (fls) readings) and the volume that should have been left in the pump reservoir according to the programmed flow rate. The reservoir seems to become empty too fast. During a 30 days period (from (B)(6) 2011 to (B)(6) 2012), 7.3ml were missing in the reservoir. The drug level in the reservoir remained constant during the 9 days upon programming a ¿stop infusion¿, from (B)(6) 1012. The fls values reported by the provided transaction logs were consistent with the volume of drug injected into the reservoir / recovered after pump emptying, according to the physician indications. No offset was observed when the pump was implanted, and has certainly appeared after the pump explantation. The pump failed the fls test. Permanent negative fls offset was observed. The pump was returned to codman le locle for investigation more than one year after its explantation ((B)(6) 2012) and was stored in non-controlled conditions. The condition of storage might have created the observed fls offset. Codman has been asked by legal department to interrupt the investigations so that the tests already performed might be reproduced by a third party. The partial investigation could not reproduce the issue reported. The investigation will be re-opened and a septum leak and flow test performed upon legal department approval. The defect observed could not be reproduced at this stage and its root cause could not be determined during the device investigation. A CAPA-(B)(4) was initiated to investigate the infusion irregularity medication with the medstream pump, which may be the probable root cause of the observed defect. According to the CAPA investigation, the drug missing could be explained by an air bubble trapped inside the fluidic path of the pump which could set up a compliance failure mode that could result in an additional amount of drug that is ejected at each valve opening. It was concluded that if the filters are not properly primed, they will not avoid air to pass across. Training sessions were organized to reinforce the attention of the surgeons to the priming of the operating room prep kit during the implantation procedure and of the refill kit during the refill procedure to expel all air from the syringe and the kit assemblies. A DHR review was performed for the medstream pump 91-4200 sn: (B)(4) (lot#clfcy1) and it was observed that the lot met specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.